Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the nurse found the blue inflation line was torn and dislodged from the endotracheal tube while opening before use. No injury reported.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. The inflation line was broken off was a bite mark was observed; the complaint was confirmed. No other analysis was performed. Based on the analysis conducted and the photo provided, the most probable root cause was traced to the end user. No action was taken or required since the failure mode reported was not attributed to the manufacturing process. Root cause was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).